Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirted out of cannula during priming and sometimes primes through its own even without pressing the button. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had no insulin delivery alarms and the screen had small cracks on the top. The insulin pump will not be returned for analysis.